Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery failure identified during testing of the device. No pt involvement.